Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system gave generator errors and shut down without command. There was no report of patient injury or death.